Event description:
Procedure: gastric banding. Reportedly, when the trocar was inserted into the abdomen, a piece of the plastic cannula broke off at the distal end. The piece was removed laparoscopically without difficulty. No patient injury was reported.